Manufacturer narrative:
Follow-up # 1 ¿ (01/21/2015). The patient¿s meter has been returned on 12/16/2014 and evaluated by lifescan product analysis on 1/9/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging a onetouch ping meter was displaying a gray screen when test strips were inserted. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported 25 minutes prior to the start of the alleged issue, the patient felt symptoms of "headache and dizzy." The patient reported testing on the subject meter on (B)(6) 2013, at 7am an the alleged issue occurred. The patient reported using insulin to manage her diabetes. It is unknown if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported having no treatment in response to her symptoms. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. There was no indication the subject meter caused or contributed to the alleged injury. The patient did not report any blood glucose readings, symptoms or treatment which indicate an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting by the cca.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.